Manufacturer narrative:
No unexpected download failed message noted. The device passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Device had scratched case, scratched reservoir tube window, cracked reservoir tube lip and minor scratched display window. Device received without the original belt clip. Unable to verify damage to the belt clip. No damage noted on the belt clip slot. (B)(4).

Event description:
Customer reported via phone call that the insulin pump displayed a failed message when the customer was trying to download the device. Customer mentioned the belt clip was broken. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.